Event description:
The tip of the drill bit was broken during removal procedure with power tool as it was stopped temporarily in the bone. All fragments were removed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and specifications. The drill bit was broken due to mechanical overloading during use, as mentioned it stopped temporarily, evidence shows that heavy loadings in lateral direction may have caused the breakage. The instrument is several years old and was used often under hard conditions. This complaint has been determined to be invalid. (B)(6).